Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a broken screen; this condition had the potential to interrupt delivery. This was discovered before use in an unknown care area. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. This involved a colleague infusion pump with a user interface module master software version 7:01:00. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with broken screen was confirmed during evaluation. The main display was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Should additional information be received, a follow-up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.